Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the forceps channel. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; due to clogging of the suction tube in the universal cord, the channel cleaning brush cannot be inserted smoothly; the bending section cover had a scratch; the adhesive on bending section cover had a chip; switch 1 had a scratch; the light guide lens had a crack; the connecting tube had a scratch; the connecting tube had a dent; the image guide protector had a scratch; the universal cord had a scratch; the protector of the universal cord on the control section side had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) 'chapter 3 preparation and inspection' and the reprocessing manual describes how to prevent this event in 'chapter 5 reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.